Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2005, product type: lead; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2005, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator for deep brain stimulation with a return of parkinson's disease symptoms since the month prior to this report. The patient could not walk and they were in a wheelchair. During the last follow-up appointment, programming revealed high therapy impedances. Impedances were measured to be the following: c-0 = 12308, c-2 = 15320, 0-1 = 10781, 0-3 = 31119, and 0-3 = 10971 ohms. It was unknown what factors may have led or contributed to the issue. The physician tried to increase the voltage but the stimulation remained the same. An x-ray will be planned as soon as possible and, after this, the physician will decide if a dbs system revision would be necessary. The issue was not resolved and the patient was alive with no injury. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.